Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: please explanation or if was found fractured intra-op. The implant was replaced because the insert was worn out / frayed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant). Corrected: e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay and no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6), the implant was replaced with another johnson & johnson implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of worn on the device, furthermore signs of fracture on the rim, also 5 out of the 6 anti-rotation device (ard) tabs sheared off. Additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if it was more centrally loaded. Based on the observations of the altrx +4 10d 32idx48od and the delta cer head 12/14 32mm +5 it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Not all the fractured fragments were returned for evaluation. Also, scratches were identified at the surface of the liner most likely caused by the explantation process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6) 2024, the implant was replaced with another johnson & johnson implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of worn on the device, furthermore signs of fracture on the rim, also 5 out of the 6 anti-rotation device (ard) tabs sheared off. Additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if it was more centrally loaded. The fractured fragments were not returned for evaluation. Also scratches were identified at the surface of the liner most likely caused by the explantation process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: jw5505 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b1 (is product problem), b5 and h6 (health effect - clinical code & medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: (B)(6) 2024: patient underwent a successful left total hip arthroplasty secondary to pain from arthritis. Following surgery, there was hip pain in the anterior region experienced during standing. Iliopsoas impingement and possible insert wear was considered a possibility. Xray confirmed the proximal migration of the head. A grinding sound developed and range of motion was reduced. (B)(6) 2024: the patient undergoes a left hip revision. The marginal parts of the insert are broken off and in the back the insert is unstable in the acetabulum. The head is worn. The cup and stem are confirmed as stable and are not revised. There is a small osteophyte located at the anterior part of the acetabulum. Previous surgeries: tonsillectomy, ankle ligament surgery, liver embolization, removal of right lobe of the thyroid gland (2019), left hip tep; anesthesia issues: none.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1 initial reporter address: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6) 2024, the implant was replaced with another implant.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.